Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The device did not power up, no sounds were audible and no lights were visible. The eeprom (electrically erasable programmable read only memory) event log could not be read due to the received condition of the handle. The handle was disassembled and the battery was inserted at different stages in order to eliminate the possibility of a pinched wire or other obstruction due to the device assembly. The quick connect, nose cone and switch block were removed, the battery was inserted, and the device did not respond. The back handle and front body screws were removed, and the device was still unresponsive upon power up. The bldc (brushless direct current) board was inspected and probed to determine proper power distribution and continuity. All solder joints were found to meet specifications no defects were visible elsewhere on the board. No issues were detected. The board schematic was evaluated and the bldc board was probed per the schematic. No defects or unusual symptoms were found. However, it was noted that after a few minutes of having the battery inserted into the handle, the motors became hot at the proximal end. The motors were next de-soldered from the board and soldered to connectors. This assembly was then attached to a modified engineering unit to check functionality of the motors. Upon battery insertion, the motors did not calibrate. It is likely that although the motors did not function, it is a secondary symptom caused by the malfunctioning board. The bldc board has been returned to the vendor. A review of the device history record indicates this device lot number was released meeting all quality specifications. The reported condition was determined to be caused by a failure of the bldc board. The board will be sent to the supplier for further investigation. A process improvement was initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device returned 09/08/2014. (B)(6). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one idrive ultra powered handle 1 opened by the account. Engineering entered a functional test battery into the returned idrive ultra handle. A review of the device history record indicates this device lot number was released meeting all quality specifications. Engineering determined the reported condition was caused by a defective circuit board. The board will be sent to the supplier for further investigation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a low anterior resection, prior to use on patient, upon setting the battery on the idrive no reaction was confirmed in the indicator lamp; it was not lit up and no tone was heard. The battery was reset however the same conditions were duplicated. Another battery was opened to try again and found the same problem. Using another manual handle device of ultra type, the calibration started and the case was completed with no problem. It was unknown whether reinforcement material was used.